Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer's blood glucose level was 70 mg/dl. A replacement usb cable and wall adapter was shipped to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.